Event description:
Unomedical reference number (B)(4) event occurred in new zealand on (B)(6) 2020, it was reported that the infusion set's tubing came away from the site. No further information available.